Event description:
It was reported an alarm was heard and confirmed by telemetry. The alarm was a critical alarm due to motor stall. The patient heard the pump alarm on (B)(6). The stall was constant. It occurred on (B)(6) 2014 and the ¿stopped pump may exceed tube set¿ message showed two days later. The elective replacement indicator was at 9 months so the patient and health care provider (hcp) were in the process of coordinating a replacement soon.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11034r56, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information: the pump was being used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the motor stall did not recover. The cause of the stall was unknown. The patient had decreased analgesia. The patient was doing &#49545;ne&#55297;t the time of the report.